Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review of transmission, it was suspected that the right ventricular (rv) lead had dislodged. Chest x-ray was performed and confirmed rv lead dislodgement. The rv lead was awaiting revision. Patient condition was stable.

Event description:
Related manufacturer reference numbers: 2017865-2022-37611. New information received notes that the patient underwent right ventricular (rv) lead revision procedure. During procedure, it was found that the rv lead helix exhibited failure to retract. The rv lead was capped on (B)(6) 2022. The implantable cardioverter defibrillator was explanted due to migration. Patient condition was stable.